Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 1.5% therapy. Dianeal therapy was ongoing. On (B)(6) 2012, the patient experienced peritonitis manifested by cloudy effluent. On the same day, the patient was hospitalized for peritonitis. On (B)(6) 2012, the patient started treatment with cefazoline (1 gram(gm), everyday, intraperitoneal injection (ip) and fortum (1gm, everyday, ip) for the peritonitis. The cause of the peritonitis was not reported. The patient was recovering. The event of peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. The cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.